Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that one patient sample yielded a false negative test result with biotestcell 3 on tango optimo sn #(B)(4), but a correctly positive result on tango optimo sn #(B)(4). The customer could identify an anti-k. The customer also reported that a second patient sample with an anti-k yielded a 4+ positive reaction on tango optimo sn #(B)(4), but only a 2+ positive reaction on tango optimo sn #(B)(4). The customer returned the supposedly defective product as well as two patient samples that had caused discrepant results on tango optimo. The vial of one of the two patient samples has completely leaked upon arrival at bmd. Therefore our quality control laboratory tested the remaining patient sample with the supposedly defective product and yielded a correct positive result. The supposedly defective product was also tested with different samples and controls, e.g. An anti-k from an interlaboratory comparison testing. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service. All system function were checked, and controls processed. It turned out that the left pipettor valve needed to be replaced. Post service verification was completed with no errors. Instrument is operating within specifications. The customer's complaint could be confirmed, due to a malfunction of the left pipettor valve. A repair solved this issue and the tango optimo generated results as expected.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that one patient sample yielded a false negative test result with biotestcell 3 on tango optimo sn #(B)(4), but a correctly positive result on tango optimo sn #(B)(4). The customer could identify an anti-k. The customer also reported that a second patient sample with an anti-k yielded a 4+ positive reaction on tango optimo sn #(B)(4), but only a 2+ positive reaction on tango optimo sn #(B)(4). Our quality control laboratory is still waiting for the patient sample that had caused a false negative test result and the supposedly defective product.